Event description:
Attorney reported: on (B)(6)2004 - pt underwent surgery for a repair of a large ventral hernia. A bard composix e/x mesh was implanted during this procedure. Pt tolerated the procedure without complication. On (B)(6)2008 - pt presented to the emergency room with a week long history of abdominal pain. Pt was admitted to the hospital and underwent CT scan that showed an inflammatory mass. The CT scan also showed fluid collection near the hernia mesh. On (B)(6)2008 - pt underwent exploratory surgery. The surgeon discovered an abscess in the right lower quadrant and a perforated bowel with erosion of the mesh into the small bowel, which necessitated small bowel resection. Pt also underwent drainage of intra-peritoneal abscess. The surgeon specifically reported that "there was extensive tics [diverticulitis] and possible rupture of the tic leading to the abscess formation and part of the cecum was eroding into the patch. The patch was noted to be detached at this end and was eroding into the cecal area." The mesh has excised in total as was part of the pt's omentum due to the erosion.

Manufacturer narrative:
Although the information contained in the legal complaint summons states a bowel perforation, the complaint alleges that the surgeon reported the bowel perforation occurred as a result of a ruptured tic [diverticulitis] and not as a consequence of the mesh, therefore, we are reporting the outcome as requiring intervention rather than life threatening. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.